Manufacturer narrative:
Corrected data: device not returned. Product available to stryker. An event regarding crack/fracture involving an unknown screwdriver was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that while surgeon was performing a left tha, the tip of a screwdriver broke off while tightening a screw in the acetabular shell. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that while surgeon was performing a left tha, the tip of a screwdriver broke off while tightening a screw in the acetabular shell. The rep reported that while there was no way to measure the torque used, surgeon seemed to be exerting more force than necessary. Surgeon retrieved the screwdriver tip out of the patient (causing a 30 second surgical delay) and visually confirmed the tip was removed. A c-arm was not used. The procedure was successfully completed. The rep reported that x-rays, medical records, and further information are not available to him due to hospital policy.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while surgeon was performing a left tha, the tip of a screwdriver broke off while tightening a screw in the acetabular shell. The rep reported that while there was no way to measure the torque used, surgeon seemed to be exerting more force than necessary. Surgeon retrieved the screwdriver tip out of the patient (causing a 30 second surgical delay) and visually confirmed the tip was removed. A c-arm was not used. The procedure was successfully completed. The rep reported that x-rays, medical records, and further information are not available to him due to hospital policy.